Manufacturer narrative:
Device is not being returned for eval.

Event description:
T1 was deployed and the suture was cut and left in the pt. T2 was deployed and all of the pieces were removed from the pt.